Event description:
Nondelivery during preventative maintenance testing at the user facility. The display for line b incremented as though fluid was being delivered; however, no fluid was delivered. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.